Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure using wired footswitch. A philips field service engineer (fse) went onsite and observed that the footswitch battery drains to 0 vdc within a few seconds, even after being fully charged. This confirms that the wfs battery is unable to retain a charge. The OEM battery was replaced. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome